Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays received. X-ray review by a radiologist demonstrates lucency at the bone cement interface along the posterior femur distally on the lateral film. Lucency is also seen along the proximal tibial stem medially. There is a screw present within the joint space seen located within the intercondylar fossa anteriorly on the ap and lateral film suggesting implant disassembly. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02345, 0001825034 - 2018 - 04217. Product location is unknown.

Event description:
It was reported that from the patient's left knee x-ray that the screw backed out from the femoral prosthesis and was in the joint. Surgeon was scheduling for an arthroplasty to remove the screw. Attempt for further information has been made, but no further information has been provided. X-ray review by a radiologist demonstrates lucency at the bone cement interface along the posterior femur distally on the lateral film. Lucency is also seen along the proximal tibial stem medially. There is a screw present within the joint space seen located within the intercondylar fossa anteriorly on the ap and lateral film suggesting implant disassembly. The cause of the screw withdrawal is not identified on this study. Lucency at the bone cement interfaces along the posterior femur distally and along the proximal tibial stem medially, suggestive of early loosening. Overall fit and alignment of the implants is appropriate. Osteopenia is present.